Manufacturer narrative:
Upon receipt of additional information, it has been determined that the reported device was reported under the incorrect MFR#.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown bearing, unknown, unknown, unknown femoral, unknown, unknown, unknown tibial tray, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02328, 0001822565 - 2018 - 02329, 0001822565 - 2018 - 02330. Remains implanted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty and subsequently was revised due to pain, swelling, limited range of motion and knee giving out. Patient is still experiencing pain, mild swelling, limited range of motion, inflammation, knee giving out due to falling, and a possible titanium allergy. Patient also alleges that she is unable to use stairs. Attempts have been made and additional information on the reported event is unavailable.